Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. C20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed: double thoracic branch endoprosthesis to repair type ia endoleak after zone 2 thoracic branch endoprosthesis; kenneth han, ba, alyssa j. Pyun, md, elizabeth miranda, md, mph, fernando fleischman, md, and sukgu m. Han, md, ms. Sept 12, 2024. Case report an 87-year-old woman underwent an urgent zone 2 tbe for a symptomatic penetrating aortic ulcer measuring (0.7 × 0.8 cm fig 1a). Postoperatively, her chest and back pain did not resolve, and computed tomography angiography (cta) showed a type ia endoleak and a short proximal seal length (fig 1b). She then underwent lsa-to-carotid bypass graft (fig 1c) with zone 1 proximal extension with a tbe cuff. Despite this, the type ia endoleak persisted (fig 1d). She was then transferred to a regional aortic center. Treatment options were discussed, including open arch repair as well as off-label application of zone 0 tbe inside the previous tbe. Proximal seal zone aortic diameter was measured to be 31mm. Given her age, comorbidities, and the patient¿s strong wish for an endovascular solution, a 34mm x 15cm x 12mm tbe zone 0 tbe was planned. Carotid duplex ultrasound studies demonstrated no discrepancies in blood flow of the lsa-to-carotid bypass. Although radial access is the preferred approach for all tbe cases whenever possible, both patients in this study had either an occluded or diminutive right radial artery, which made radial artery access unsuitable. There was no transvenous pacing for zone 0 tbe. Cerebral oximetry is routinely used for all tevar cases, including these two cases. No neuromonitoring was performed. Under general anesthesia, the lsa portal of the previous tbe device was catheterized via left femoral access (fig 2a) and a 10mm x 10cm self-expanding viabahn covered stent was positioned through the portal for distal extension into the aorta (fig 2b). Then, a right brachial to right femoral through-and-through wire was established using a snare over a stiff double curved lunderquist wire (cook medical). The 34mm x 15cm x 12mm tbe device was advanced, aligning the portal to the innominate origin (fig 2c), and deployed (fig 2d). The lsa branch extension viabahn stent was then deployed 1cm distal to the distal extent of the new zone 0 tbe main body, and a 17mm x 6cm tbe side branch component was advanced through the portal over the brachiofemoral through-and-through access and deployed (fig 2e). The patient required femoral cutdown and patch angioplasties bilaterally for failed percutaneous closure devices. The total operative time was 360 minutes and fluoroscopy time was 17 minutes, with contrast use of 75ml. The patient had an uneventful recovery and was discharged home on day 14. At the 2-month follow-up, the patient remains well with no endoleak after successful repair. Discussion: cause of failure: likely inaccurate deployment or caudal migration of the initial zone 2 tbe, resulting in inadequate proximal seal. Treatment rationale: open arch repair was deemed high risk due to age and comorbidities. Zone 0 tbe offered a less invasive alternative while preserving cerebral perfusion. Technical considerations: required distal extension of lsa branch from initial tbe, creating a long retrograde branch perfusing both lsa and carotid artery. Unknown long-term patency and hemodynamics; patient placed on dual antiplatelet therapy or anticoagulation. Limitations: increased device cost and complexity. Potential neurological risks, though none occurred in this case. Optimal configuration for carotid debranching remains uncertain. Clinical significance: demonstrates feasibility of double sandwich tbe as a rescue technique for type ia endoleak in high-risk elderly patients, avoiding open surgery.